Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had their ins replaced because she saw a doctor screen and her ins went bad. She was then told she needed it replaced. No symptoms were reported. No further complications were reported or anticipated with this event.